Manufacturer narrative:
Siemens customer service engineer(cse) was dispatched to collect a message log from the instrument and filter data from the alternate instrument. Cse indicated that they were not able to collect the message log and the sample was sent out for confirmatory testing, so it could not be returned for evaluation. The cause for the discordant troponin results is unknown.

Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this report.

Manufacturer narrative:
The initial MDR 1217157-2014-00039 was filed with FDA on march 17, 2014. Additional information: based on the additional information provided by siemens customer service engineer(cse), customer message log was not able to be collected and sample was sent out for confirmatory testing so it is not able to returned for evaluation.